Manufacturer narrative:
H.6. Investigation: customer returned one syringe with no pouch for identification. Needle has 0.5ml graduation marks. The needle shield and hub have separated from the barrel. The hub has become lodged inside the shield. There is no damage to the connector at the distal tip of the barrel or the base of the hub. Plunger cap not removed. No signs of use. No other defects found. A review of the device history record was completed for batch# 0177668. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200899920] noted that did not pertain to the complaint. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe when removing the shield. The following information was provided by the initial reporter: "consumer reported found 1 other syringe when removed needle shield needle hub detached with shield. Same box same issue as prior case".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe when removing the shield. The following information was provided by the initial reporter: "consumer reported found 1 other syringe when removed needle shield needle hub detached with shield. Same box same issue as prior case".